Event description:
It was reported three sharps coll ii bd 7l were missing their lids. The following information was provided by the initial reporter, translated from portuguese: "the lids are missing (3 units)."

Manufacturer narrative:
H.6. Investigation: photos received for investigation, upon observation the lids appeared to be missing, complaint is confirmed. Evaluating the customer's report and the image provided it was not possible to determine a root cause that the missing lid occurred in the manufacturing process, we did not produce two batches at the same time and did not mix the batches in the same package, it is possible that at the time the box was assembled with the collectors placing the lids did not occur. The manufacturing dates of the reported lots are from different years, 2019 and the other in 2021. In the DHR investigation it was verified that the batches did not intersect at the factory. Occurrences identified from this complaint will be monitored for trend evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0303169. Medical device expiration date: na. Device manufacture date: 10/29/2020. Medical device lot #: 9298689. Medical device expiration date: na. Device manufacture date: 10/25/2019. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported three sharps coll ii bd 7l were missing their lids. The following information was provided by the initial reporter, translated from (B)(6): "the lids are missing (3 units)."